Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump batter dropped from 65% to 5% after being connected to a power source. After the battery drop the customer was also unable to charge the pump. The customer's blood glucose level was 165 (mg/dl). A bolus was delivered. It was indicated that the customer would continue to use the pump until the replacement pump was received.